Event description:
A customer contacted beckman coulter inc., (bci) stating that the wash concentrate bottle on the cx burst open along the seem of the bottle at the bottom close to the front. No injury was reported on this issue.

Manufacturer narrative:
The event is under investigation.